Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK if product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced thirst, nausea, vomiting, and discomfort. The length of sensor wear was 9 days and the customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was able to self-treat with insulin (dose/type unspecified), however, a healthcare professional recommended the customer go to the hospital. Upon arrival they were administered an unspecified infusion for treatment. Unspecified laboratory readings were also taken while in the care of the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced thirst, nausea, vomiting, and discomfort. The length of sensor wear was 9 days and the customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was able to self-treat with insulin (dose/type unspecified), however, a healthcare professional recommended the customer go to the hospital. Upon arrival they were administered an unspecified infusion for treatment. Unspecified laboratory readings were also taken while in the care of the hospital. There was no report of death or permanent impairment associated with this event.